Event description:
One device reported as having a false negative result. Complainant performed a pcr test prior to taking lucira test kit and received a positive result. A day later the complainant received a lab test to verify and received an additional positive result.

Manufacturer narrative:
A DHR review cannot be completed as lot information was not provided due to the packaging being discarded. The review of trending data for the failure mode (false negative) was completed. The complaint rate for false negatives is under the expected threshold of 8% (label claim) 4% (internal warning limit). There are no open issues identified after the review of capas, scars, and ncmrs at this time nor any previous complaints from this customer associated with false negative result issues prior to received date of (B)(6) 2022. Lucira health will continue to monitor trends related to false negative results. Based on the limited information available, root cause cannot be determined. This device is marketed under eua (B)(4) check-it.